Event description:
It was reported the programmer resets during interrogation / case. It was also reported there are printer issues. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported issues via errors found in the programmer error logs. The external printer was connected to the programmer and received an error message. Hard drive was reconfigured and software reloaded to resolve. Analysis also found the case handles and tabs on the power cord bay door were broken. (B)(4).